Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record evaluation was performed for the 60000412 finished device, and no internal action related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve breakage occurred. It was initially reported by the customer that two hours after the start of the procedure, the hemostatic valve of vizigo sheath was damaged. The issue was handled by replacing the sheath with the one from another company. The procedure was completed without patient's consequence. The hemostatic valve issue occurred while the device was being used on the patient. No air entered the patient and no blood return was observed. The customer's reported hemostatic valve damage is not considered to be MDR reportable since there is evidence of a product malfunction since the device failed to meet its performance specification or otherwise performed as intended, however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 20-nov-2025, additional information was received indicating the hemostatic valve was actually cracked/broken. The hemostatic valve was not dislodged inside or outside of the hub. The brim cap and the hub did not detach from the sheath. Based on the additional information describing the hemostatic valve as broken/cracked, the event was assessed as an MDR reportable malfunction.